Manufacturer narrative:
Investigation conclusion: the report of an over infusion of magnesium sulfate was not identified in the log review nor was it replicated during testing. A review of the pcu error log recorded no errors or malfunctions on the incident date. The pump module event log recorded the device is selected on (B)(6) 2021 at 9:31 am. The log shows a ¿primary¿ infusion with a rate of 5ml/hr and a ¿secondary¿ with a rate of 25ml/hr and vtbi of 50ml. The secondary infusion is started. At 9:52 am the source pump module is selected; the log shows the rate remains the same and a vtbi of 0.1ml. Approximately 22 seconds later the secondary infusion completes and the device transitions to the primary infusion. Ikp data confirmed the infusion of magnesium sulfate. Testing performed on the source pump module found the device delivering fluids in specification. The latch and sear were tested to determine if the sear engages the administration set¿s safety clamp. Testing found the sear engaging the safety clamp successfully. Device inspection: pump module s/n (B)(4) was received with instrument seal intact. The right (male) iui was observed with damaged isolation ribs. The left (female) iui was observed with corrosion. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The incident primary administration set, and secondary sets were not returned and could not be inspected. The pumping mechanism was removed from the bezel and inspected. There were no irregularities observed. Root cause analysis: the root cause of the reported complaint of an over infusion of magnesium sulfate was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 06feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source pump module s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source pump module s/n 13599320 which did not confirm similar complaints with the same or related failure mode for this customer..

Event description:
It was reported that in the cvicu in room 201 on (B)(6) between 9:50am and 10:00 am there was an over infusion of magnesium sulfate set up as a secondary infusion to saline. It was "expected to be an hour long infusion and 10 minutes later it was empty, started potassium as a secondary and it dripped even before starting infusion." There was no increase in volume of the primary bag of saline or a complete fill of the primary bag's tubing drip chamber. There was no up stream flow of magnesium sulfate or potassium chloride into the primary bag. Tubing sets were not available for investigation. There was no reported patient harm.